Manufacturer narrative:
(B)(4) batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what color cartridges were used throughout sleeve? Green and gold. Were there any issues experienced with the device in the initial surgical procedure? No. Was a leak test performed? If so, what type and what was the result? No. What was observed at the site of the leak upon reoperation? Large abcess. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No issues noted. How was the leak addressed? Surgery, drainage and stent. Does the surgeon believe an alleged deficiency of buttress caused or contributed to the post-op leak? Unknown. Did the leak occur at the staple line that was reinforced? Yes. Is this the only firing where the buttress material was used? If so, is this the normal protocol of surgeon? No, buttress used with each reload. Is the patient post-op diet appropriately followed? Yes. The initial case was on (B)(6) 2021, leak was diagnosed on (B)(6) 2021. Patient was brought back for a re-operation and received a feeding tube, and the patient was stinted. The patient is a (B)(6) male with a bmi of 40.9.

Event description:
It was reported that post op of a sleeve gastrectomy procedure that there was a post operation leak and patient was returned to the operation room to repair the leak. Surgeon used ethicon buttress material on the final firing which he previously would use gore seam guard. Surgeon stated this is the first leak he¿s had in years. Method of repairing the leak is unknown. Patients¿ current status is unknown. No device available for return.